Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the oxygen supply was not working. The customer reported there was no patient involvement.

Manufacturer narrative:
When the representative visited site, o2 supply pressure was ok and there were no issues with the syste. The complaint could not be duplicated. Unit passed est/sst and is back in service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred. There is no relationship to a reported incident or adverse event. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.